Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient started to feel throbbing a couple weeks ago and her device stopped working on saturday ((B)(6) 2013). She started to feel shocking. The patient was having some constipation but no falls or traumas were noted. When the patient turned the device off the shocking sensation was still happening. The patient was feeling electricity or shocking going down to her cervix. This was causing her not to sleep because the sensation was nonstop. The patient worked with an individual at the hcp (healthcare provider) office to change the settings and nothing helped. The hcp directed the patient to contact the manufacturer to inquire if it could be the device causing the issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v840220, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).